Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 04-oct-2019, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 04-oct-2019, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 21-aug-2018, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 21-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the initial implant was put in too shallow and you could see the titanium case through the skin. It was also reported that the wires up the patient's neck and head were so tight that you could see them sticking out of the neck, so they think the extension was so tight it was actually pulling the battery up. A revision surgical procedure was done and after the revision, the patient developed an infection, which started at the battery and moved up the extension and lead to the head. The patient ended up having the entire system removed because of this and had to recover for six months before they implanted the new system. No further complications were reported as a result of this event.